Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result perceived to be high and self-treated with insulin (dose/type unspecified). Customer subsequently experienced symptoms described as convulsions/seizure and a loss of consciousness and was unable to self-treat. Emergency services arrived and obtained an unspecified reading that was lower than the sensor scan result and customer received treatment of glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.